Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 447 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer experienced blood at the site. Customer report the insulin pump had post-reset ram crc alarm. Customer was able to successfully clear the alarm. Customer report self test passed. Customer received a low battery alert prior to the replace battery alert. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the auto mode was not active on the insulin pump during the high blood glucose level incident.